Event description:
It was reported that the pt expired due to unk reasons. It is unk if the pt's death was device related. Implant duration was approx 0.27 mo. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.